Event description:
A report was received that the patient was experiencing discomfort. The patient underwent a revision procedure wherein the ipg was moved from right to left flank. No device malfunction was suspected. The patient was doing well postoperatively.